Manufacturer narrative:
The pod was received undeployed. The data indicated that the pod completed both its first and second priming sequences, though timeouts and a drive stall were present. When the shape-memory alloy (sma) wire assembly was energized with an external voltage supply, the top sma wire struggled to properly move the hook talon. No damages or defects were found with the sma wire assembly that could cause this abnormality. The exact cause for the failure to move the hook talons could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports when activating a pod, the cannula did not deploy. The patients blood glucose level was about 140 mg/dl and the pod was not worn.